Event description:
The customer reported the ventilator screen went blank and the ventilator was alarming during use on a patient. The patient was being ventilated via mask and was taken off the device and placed on a non-rebreather mask. The customer reported there was no patient harm. As the device was out of warranty, the customer declined manufacturers service. A shut down or vent inop occurrence during use in normal ventilation mode operation will result in a visual and audible alarm(s) and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.

Manufacturer narrative:
(B)(4) = out of warranty; customer declined service.(B)(4) = no repair performed; customer declined service. (B)(4): out of warranty; cust declined service.